Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 6f non-bsc introducer sheath was introduced. After a non bsc guide wire was advanced to cross the lesion, a 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion; however, during the first inflation, the balloon ruptured at 7 atmospheres after a duration of 6 seconds. The device was completely removed and was exchanged with a 4mm x 20mm coyote nc balloon catheter to dilate the lesion. The lesion was then treated with a 6mm x 40mm non bsc stent, followed by post dilation with a 5mm x 40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.